Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP. The patient alleges burning smell, inadequate humid, black filter. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center. During the evaluation of the device, the third party service center visually inspected the device. During the evaluation, error codes were present. The device was scrapped due to customer request.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.